Event description:
Novasure device appeared to have melted tip after usage. No damage or harm to patient noted. The surgeon examined patient post novasure hysteroscopy. Device appeared to perform within parameters and with appropriate tissue outcome.